Event description:
It was reported by a physician that the patient is presenting with vocal cord paralysis related to his vns implant. The physician stated that she intends to perform a surgical procedure to approximate the vocal cords. Additional information received noting that the vocal cord paralysis is on the left vocal cord and it occurred after vns implant. The physician believes the paralysis is related to the implant surgery and did not indicate vns stimulation. Settings and diagnostics were not provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.